Event description:
Pt received burn at site of handpiece insertion into pt's eye (right). Surgeon stated problem with the phaco machine. Phaco handpiece removed from pt and irrigation & aspiration was used.